Manufacturer narrative:
Partial cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a blood glucose (bg) of 488 mg/dl and diabetic ketoacidosis (dka). Intravenous fluids and insulin were administered. Cause of event was related to "pump malfunction", adjustments in pump settings leading to inconsistencies in basal and bolus delivery and kinked cannula. The type of infusion set used was not reported. The customer was discharged the next day in good condition.